Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a six minute delay in the procedure.

Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 12, 2011 - expiry date: september 1, 2021 -- this complaint is assessed as not related to sterilization. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a zero-p implant broke during insertion on (B)(6) 2015. There was reported impact during insertion, but further details were not provided. A surgical delay of an unknown amount of time was noted. This report is 1 of 1 for (B)(4).